Event description:
It was reported that during a gastric sleeve procedure, the surgeon had problems, he had bleedings out of the staple line. Sutured by hand. So he collected some reloads, approximate fifteen pieces from different operations for testing.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Cartridge, pan, drivers the analysis results showed that eighteen cartridge reloads were received. Cartridge (a, b, c, d, e, f, g, h, I, j, k, l) ecr60b, l53x15 were received fully fired and in good visual conditions. Cartridge (m) ecr60b, l53x15 was received fully fired and with the cartridge pan dislodged. Upon further analysis the cartridge deck was noted to be damaged. Additionally two drivers were out of position and missing. Cartridge (n) ecr60b, l53x15 was received fully fired and with the cartridge pan dislodged. Upon further analysis the cartridge deck was noted to be damaged. Additionally sixteen drivers were out of position and missing. Cartridge (o, p) ecr60w, l53665 were received fully fired and in good visual conditions. Cartridge (q) ecr60g, l5436l was received fully fired and with the cartridge pan dislodged. Cartridge (r) ecr60d, l53l42 was received fully fired and with the cartridge pan dislodged. The found damage on the cartridge deck (m, n) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. One possible cause for the damage to the cartridge pan (m, n, q, r) may be improper loading of the cartridge reload onto the device. No conclusion could be reached on how the cartridge drivers became out of position and missing from the reloads (m, n). Batch: l53x15, manufacturing date: 08/08/2014 05:33 pm, product exp. Date: 07/08/2019 05:33 pm. Batch: l53665, manufacturing date: 07/09/2014 12:19 pm, product exp. Date: 06/09/2019 12:19 pm. Batch: l5436l, manufacturing date: 08/22/2014 07:48 pm, product exp. Date: 07/22/2019 07:48 pm.